Event description:
It was reported there was a telemetry failure with the programmer rf (radiofrequency) head. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): as a result of the telemetry failure, the cable was replaced.